Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. Although not reported in the complaint, medical records indicate that aris transobturator tape was also implanted on (B)(6) 2011. The patient underwent another gynecological procedure on (B)(6) 2012 and ams monarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient underwent abdominal sacral colpopexy and bilateral salpingo-oophorectomy with da vinci assist due to recurrent vaginal prolapse on (B)(6) 2013. No additional information was provided.